Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with moderate tortuosity and no calcification. A 014 high-torque versaturn guide wire was advanced to the lesion with no resistance. A non-abbott ultrasound probe was advanced over the wire for imaging. On removal of the ultrasound probe, resistance with the guide wire was met and the probe could not be removed independently. The guide wire and the ultrasound probe were therefore removed together as a single unit and a new unspecified guide wire was advanced to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous anatomy and/or manipulation of the device resulted in the noted device damages (stretched/offset coils, bent core); thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.